Manufacturer narrative:
Batch review performed on 23 september 2021. Lot 1810458: (B)(4) items manufactured and released on 20-march-2019. Expiration date: 2024-march-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At 2 years 4 months after the primary the patient came in reporting pain due to a failed tibia which subsided and the cause of subsidence is unknown. The surgeon revised the tibia, poly, and added a medial augment and stem. The surgery was completed successfully.